Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the device had a blank display. Customer's blood glucose was 400 mg/dl. Device had alarmed battery out limit alarm after battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. After locking the keypad connector, the operating currents were within specification. The pump was monitored and no blank display anomalies or battery out limit alarms were noted. The keypad connector was inspected and no anomalies were noted. The pump was received with minor scratches on the lcd window.